Manufacturer narrative:
(B)(4). Date sent 6/13/2025. Investigation summary- the product was returned for thorough evaluation, which included visual inspections of the returned device. Visual analysis of the returned sample revealed that the pmw35 device was returned nonfunctional with a partially formed staple in the cartridge nose. The device was received with the cartridge partially detached from the handle due to insufficient handle weld on the upper handle directors. No functional test was performed due to the condition of the device, however the insufficient handle weld could have cause firing issues when the cartridge began to detached from the handle. The separation of devices has been correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished device lot number 218d16, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 5/19/2025. D4 batch # unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an esophageal procedure after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 6/11/2025. Corrected data d4: UDI#.

Manufacturer narrative:
(B)(4). Date sent 6/10/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.